Event description:
It was reported that the pin in the tip of the micropituitary had separated from the instrument. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the tip of the static shaft is broken at the pin location on one side of the instrument. This may occur if the instrument is subjected to excessive torque. A review of the device history records found no documentation to indicate a non-conformance to spec.